Manufacturer narrative:
Follow up information received on 02-jun-2015 from physician: on (B)(6) 2015, the hsg test was done and showed both tubes occluded and a persistent short segment of the previously noted extra tubal micro-insert. The uterine cavity was noted to be normal without filling defects. Physician stated that the patient was not seen since the test was done. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at hysterosalpingogram the left insert was not visible. Later, the physician performed a hysteroscopy and during this procedure left essure device was noted embedded in uterine wall; he tried to remove it unsuccessfully and the device was left in place. Patient was asymptomatic. The reported event, interpreted as device embedment in uterine cavity, is serious due medical importance and listed according to essure's the reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur due to a uterine perforation/embedment during insertion. In this case, although the exact date and mechanism of device embedment are not known; given its nature, causality with the suspect insert cannot be excluded. Additionally non-serious events were reported. This case was initially regarded as non-incident; however upon receipt of follow-up information it was amended to incident due to the reported intervention to attempt to remove essure. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 04-apr-2016: perforation questionnaire was received from physician. Patients previous medical history included 3 pregnancies with 3 live births by c-section. Previous gynecological interventions were denied. Essure was inserted at 6 weeks post-partum and the patient was breastfeeding at time of insertion. Prior to insertion, there were no abnormal uterine findings. Cervical dilation, sounding and analgesia with paracervical block and oral medicines (unspecified) were applied during insertion. Both visualization of tubal os, and the insertion were considered easy. No fluid loss more than 1500cc and the procedure did not take more than 20 minutes. No complaints immediately after insertion. The physician reported a complete perforation on the left side which was diagnosed by hysterosalpingogram on (B)(6) 2014, and a patent left tube. The patient did not have any symptoms. No organ or intra-abdominal structure was perforated. Physician selected the following option from the questionnaire: perforation occurred during sounding, cervical dilation or hysteroscopy prior to essure insertion (no essure insertion was attempted)- discrepant information received. It was unknown if the perforation occurred before deployment or with coil after deployment. The right essure was in correct position. The date of removal attempt was on (B)(6) 2015, via transvaginal at the time of insertion of new essure in left tube. Attempted to remove embedded essure, uncoiled device but left it in cavity. According to the physician, the patient recovered with sequelae from the event. She was asymptomatic and lost to follow up. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at hysterosalpingogram the left insert was not visible. Later, the physician performed a hysteroscopy and during this procedure left essure device was noted embedded in uterine wall/ complete perforation on the left side; he tried to remove it unsuccessfully and the device was left in place. Patient was asymptomatic. The reported event, interpreted as uterine perforation, is serious due medical importance and listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur due to a uterine perforation. In this case, although the exact date and mechanism of the perforation are not known, given the nature of this event, causality with the suspect insert cannot be excluded. Additionally non-serious events were reported. This case was initially regarded as non-incident; however upon receipt of follow-up information it was amended to incident due to the reported intervention to attempt to remove essure. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number b60751, inserted on (B)(6) 2014 and bilateral placement was achieved. The left insert was not visible during confirmation test performed on (B)(4) 2014. Result and assessment of the product technical complaint investigation received on (B)(4) 2014: final assessment: although the device was not visible on the hsg films, there is no device breakage for this case. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse events is a known possible undesirable events and not indicative of a quality deficit per se. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. 4 further adverse event case reports have been received to date with this batch, none of them referring also to a similar adverse type of event. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Follow-up information received on 26-feb-2015. It was reported that hysteroscopy was done where the left essure device was noted embedded in uterine wall 0.5cm from the tubal orifice (the previous reported event left insert was not visible during confirmation test was updated). The hsg (hysterosalpingogram) had reported left essure adjacent to patent left fallopian tube. Attempts to remove the essure embedded resulted in unraveling of essure device, but it could not be pulled out uterus and was left coiled within uterine cavity. A second essure was placed easily into the left tubal orifice. Patient returned for postoperative check 2 weeks later and was asymptomatic. Case was upgraded to incident. Ptc investigation result received on (B)(4) 2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. 5 further ae case reports have been received to date with the referred batch, but none of the cases refer also to similar adverse types of events. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at hysterosalpingogram the left insert was not visible. Later, the physician performed a hysteroscopy and during this procedure left essure device was noted embedded in uterine wall; he tried to remove it unsuccessfully and the device was left in place. Patient was asymptomatic. The reported event, interpreted as device embedment in uterine cavity, is serious due medical importance and listed according to essure's the reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur due to a uterine perforation/embedment during insertion. In this case, although the exact date and mechanism of device embedment are not known; given its nature, causality with the suspect insert cannot be excluded. Additionally non-serious events were reported. This case was initially regarded as non-incident; however upon receipt of follow-up information it was amended to incident due to the reported intervention to attempt to remove essure. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.